Event description:
The customer called and reported experiencing high blood glucose of 535 mg/dl. Customer treated with insulin and tried using the insulin pump, but had received a no delivery alarm. The alarm was resolved with a complete set change, and there was a white spot on the reservoir. The reservoir may have been occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.